Manufacturer narrative:
No product sample was returned to the manufacturer for analysis. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the patient was experiencing keratitis and neovascularization in the left (os) eye with blood vessels encroaching on the pupil. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to lack of medical information, and unknown resolution.